Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the scope socket had a poor contact, one lamp was damaged, and the user was advised to purchase a new one. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the scope connectors of the video system were broken and could not be connected, following a diagnostic (nasopharyngolarygnoscope) procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon ¿main lamp does not light up¿ was confirmed and was attributed to a faulty lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.